Event description:
The reporter contacted lfs on (B)(6) 2011 alleging inaccurate high readings on her husband's one touch ultra 2 meter. The reporter thinks that the alleged high readings may have been going on for about a month and feels that the meter is not accurate. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the reporter mentioned that her husband had tested on his meter on (B)(6) 2011 at around 2:00pm and obtained a 252 mg/dl. He then tested on the physician's meter at 2:01pm and obtained a 194 mg/dl. The difference between the physician's meter reading and the patient's meter reading is greater than 30% or 30 mg/dl. The patient did not receive any medical treatment at the physician's office. The reporter mentioned that her husband adjusted his insulin by 2 units of humalog due to the alleged high reading and she thinks approximately an hour later he became irritable, drowsy and sleepy. The patient did not attempt to retest his blood glucose; however, he self-treated with glucose and felt better soon after. The patient did not seek any further medical attention. The test strips were in good condition and not expired. The technique of applying blood on the test strip is correct. A quality control test was not done since the patient did not have any control solution. The products were replaced and requested back for investigation. The complaint is being reported since the patient took an increase dosage of insulin based on their meter reading and an hour later developed symptoms and had to self-treat with glucose and felt better soon after treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # isk053529.